Event description:
Patient was revised because the femur was cut in varus originally. Revision was performed to correct femoral cut.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event; however, the initial reporting stated the poor device positioning was a contributing factor. Additional provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.